Event description:
It was reported that prior to starting a da vinci surgical procedure, insulation was coming off the monopolar curved scissor instrument. There were no reports of fragments falling into a patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found the tube extension cracked, measuring .110. The clevis was dislodged from the tube extension. The tube extension was fractured next to one of the keys that mates with the proximal clevis. Failure analysis concluded the damage was likely due to mishandling / misuse. The endowrist® instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. An additional observation not reported was the distal end of the main tube had one big scratch mark with light material removal. The scratch was .284 - .056 in length and was aligned with the tube axis. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however; the tube abrasions with material removed, found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.